Manufacturer narrative:
During device evaluation it was determined that the reported event was submitted in error and that no reportable malfunction had occurred. Upon disassembly for visual examination, no failed components were identified. The device was repaired and returned to the manufacturer loaner pool.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.